Event description:
It was reported that during a bph surgical procedure when taking the fiber out of the package it was found to be already bent. The fiber was tested and a "bright light" was found to be emitted from the fiber sheath. The fiber was not used. The procedure was performed and completed utilizing a second fiber. The tip of the fiber was cleaned during the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and severe contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber bent, bright light emitted" could not be confirmed; circumferential fracture at distal side of fusion zone was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.